Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with congestive heart failure exacerbation, including dyspnea and orthopnea, as well as a seven pound weight gain. Medications were administered and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient was enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.